Event description:
The stryker service technician found that the handpiece ran on its own without the trigger being pulled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.